Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ocular pain, endophthalmitis, vision loss, and corneal decompensation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported they saw a referral for endophthalmitis post xen and noted a patient presented 2 months after xen 45 gel stent implantation with pain and loss of vision of one day duration in their left eye. Patient had hm vision and a 2mm hypopyon and injected superonasal conjunctiva without leak or defect. Patient became nlp despite removal of the implant, vitrectomy and injection of vancomycin and ceftazidime followed by two more of the same injections and a final injection of ceftazidime and gentamycin. Cultures from day 4 grew out serratia marcescens on broth and plate sensitive to ceftazidime and gentamycin. The patient's cornea rapidly decompensated and the patient has remained nlp. No further information known at this time.